Manufacturer narrative:
Device evaluation: the device was returned assembled. Upon disassembly of the returned device, examination of the rotor revealed a dark red, tissue-like deposition. The thrombus had a ring-like structure with laminated layering and areas that were denatured, indicating that it likely developed over an undetermined period of time around the bearings while the pump was in operation. The deposition was of moderate size and would have impeded flow. However, a specific time period in which it developed and the duration of its presence in the pump could not be conclusively determined. Examination of the blood tube revealed a soft, dark red deposition in the lumen. The deposition was denatured, indicating that it was present while the pump was supporting the patient. However, the depositions did not appear to have developed at this location, and appeared to have been ingested into the pump. The deposition was of moderate size and would have impeded flow. However, the origin of the deposition and the duration of its presence in the pump could not be conclusively determined. Examination of the outlet stator revealed a pink, soft deposition. The deposition's lack of laminated layering indicated that it did not initially form in the outlet stator. Its areas of denaturation adjacent to the bearing ball and the presence of contact marks on the rotor suggest that it was likely present while the device was supporting the patient. The deposition was of moderate size and would have impeded flow. However, the origin of the deposition and the duration of its presence in the pump could not be conclusively determined. Although a specific cause for the depositions and a time frame for which they were present in the pump could not be determined, they would have potentially contributed to the report of elevated lactate dehydrogenase level. Additionally, the depositions would have created additional resistance on the spinning rotor, potentially contributing to the reported pump power elevations. No other depositions were identified. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled, and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from this testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. Device thrombosis and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 5 months. The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that high pump powers were observed on (B)(6) 2017. The patient's lactate dehydrogenase levels had also increased to over 2000 u/l and the patient experienced unspecified symptoms. A ramp echocardiogram showed the aortic valve opening despite lvad speed increases. On (B)(6) 2017, the patient underwent a pump exchange for suspected pump thrombosis. No further information was provided.